Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 25-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported healthcare provider (hcp) repositioned lead for the patient to get better coverage on her shoulder. The hcp simply repositioned the lead and left everything intact and the patient was doing great. The patient was not sure how the lead had moved other than she may have just pulled, reached or did something to move it. Impedance testing was performed, and all connections looked good. Both leads were programmed and were working correctly. No patient symptoms were reported. No further complications were reporte d/anticipated.